Manufacturer narrative:
(B)(4).

Event description:
During implant, the lead was placed in different positions several times, but no capture could be obtained. The lead was replaced and implanted with good electrical measurement and the patient is well.

Manufacturer narrative:
A complete lead was returned in one piece. Analysis of the lead found coil damage due to the explant procedure. Electrical testing did not find any indication of conductor fractures or internal shorts.